Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50mmx16mm promus premier¿ stent was selected and advanced to the lesion. When the device was pulled out and was placed on the table, it noticed that the stent came off from the delivery system. The procedure was completed with another of the same device. No patient complications were reported.